Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The psa st aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to the integrity of the specimen.

Event description:
It was reported by the clinical support specialist (css) that the customer received a high prostate-specific antigen (psa) result on their aia-360 analyzer. Quality control (qc) and all other patient samples were resulting as expected, with the exception of the one patient sample. This patient's psa results the month prior ranged from 4-5 ng/ml range in 2017 and 5.97ng/ml in (B)(6) 2018; but, this month's result was 17.54 ng/ml. The customer sent the sample to a reference lab for retesting. The result was 7.79 ng/ml. Technical support (ts) instructed the customer to redraw the patient when they returned to the office the next morning, and then rerun & save the sample. Ts followed up with the customer the next day. The customer's redraw psa results were 5.64 ng/ml. The sample was also sent back to the reference lab for retesting and the result was 7.20 ng/ml. The customer was satisfied with these results and did not redraw the patient again. No further action was required by technical support. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Event description:
It was reported by the clinical support specialist (css) that the customer received a high prostate-specific antigen (psa) result on their aia-360 analyzer. Quality control (qc) and all other patient samples were resulting as expected, with the exception of the one patient sample. This patient's psa results the month prior ranged from 4-5 ng/ml range in 2017 and 5.97ng/ml in (B)(6) 2018; however, this month's result was 17.54 ng/ml. The customer sent the sample to a reference lab for retesting. The result was 7.79 ng/ml. Technical support (ts) instructed the customer to redraw the patient when returning to the office the next morning, and then rerun and save the sample. Ts followed up with the customer the next day. The customer's redraw psa result was 5.64 ng/ml, which correlated with the patient's clinical history. The sample was also sent back to the reference lab for retesting and the result was 7.20 ng/ml. The customer was satisfied with these results and did not redraw the patient again. The customer did not have any of the sample available that obtained the high psa result; therefore, no further testing could be done by tosoh. There was no patient intervention or adverse health consequences due to the discrepant psa result.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.